Event description:
Surgeon stated the head of the robotic mega needle driver was about to fall off while in patient. Instrument had 4 lives left. A new instrument was obtained. No physical harm was noted on patient.